Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and dysuria with urinary frequency. The patient underwent the concurrent procedure of cystoscopy with hydrodistention during mesh implantation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. The patient underwent bladder instillation in 2012. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/14/2016.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6). No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.